Event description:
This is the same case and patient as MFR report # 3005099803-2011-04109. This report pertains to the first of two devices. It was reported to boston scientific corporation that a capio open access suture capturing device was used during an anterior and posterior repair procedure. According to the complainant, while the physician was throwing the suture, the needle of the suture got caught in the cage of the device and would not release. When the device was removed from the patient, the needle detached from the suture and remained inside the cage. It was reported that the problem occurred on the first throw of the capio device and no part of the device or suture was left inside the patient. The physician completed the procedure with another capio device with no complications and the patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
Visual analysis of the returned capio device revealed that the tip of the carrier was fractured. Laboratory analysis revealed that the failure occurred in a zone weakened by voids inside the material due to a bending overload. The complaint device failed to meet specification due to the manufacturing process; therefore, the root cause for this event is supplier manufacture. An investigation was opened to address this issue.

Event description:
This is the same case and patient as MFR report # 3005099803-2011-04109. This report pertains to the first of two devices. It was reported to boston scientific corporation that a capio open access suture capturing device was used during an anterior and posterior repair procedure. According to the complainant, while the physician was throwing the suture, the needle of the suture got caught in the cage of the device and would not release. When the device was removed from the patient, the needle detached from the suture and remained inside the cage. It was reported that the problem occurred on the first throw of the capio device and no part of the device or suture was left inside the patient. The physician completed the procedure with another capio device with no complications and the patient's condition at the conclusion of the procedure was reported to be "okay."